Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) advised left leg bent causing the right casters to go up in the air.